Event description:
This lv lead was implanted on (B)(6) 2013 and reamins implanted at this time. A call was placed to technical services on 9/14/2017 stating there was noise with this lead occurred on august 11. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).